Event description:
Doctor reported that a file seperated in the canal during procedure. The pt is scheduled for follow-up treatment at which time the doctor plans to attempt retrieval of the seperated piece.